Manufacturer narrative:
Method: actual device not evaluated. Result: no results available since no evaluation performed. Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, and system risk analysis (sra). Per the supplier, no anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from 9/18/2015 to 3/16/2016 and trending was not exceeded. The fmea was reviewed and indicates that the risk priority numbers (rpn) associated for the failure mode is at an acceptable level. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The product was not returned; therefore, no visual analysis was performed. The concomitant sterrad® 100s was tested by a field service engineer and determined that load preparation was the cause of the issue. The customer has had other unit issues and has since removed the unit from service. The cause of the issue could not be determined as the tape was passing in other units and the certificate of conformance shows all specifications were met before release. It was suggested the customer was using older rigid containers and silicone mats that could have contributed to the issue. The customer is no longer using the unit, and the containers have been replaced. No further issues have been reported. The issue will continue to be tracked and trended.

Manufacturer narrative:
Brand name - the correct brand name is sterrad® sealsure chemical indicator tape. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14202, lot number - the correct lot number is 23215.

Event description:
A customer reported the sterrad sealsure chemical indicator tape did not change color correctly after a completed sterrad 100s cycle. It affected load was recalled. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad sealsure chemical indicator tape not changing color correctly. (B)(4) are related complaints from the same facility. This is one of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2016-00190 and 2084725-2016-00191.